Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The cartridge was changed twice. Customer used another cartridge from another box and the cartridge/tubing was successfully loaded. Blood glucose was 143 mg/dl.